Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00160 and 2014-00161) submitted for devices related to the same event. Evaluation in progress.

Event description:
Approximately one year and nine months post lvad implantation, the patient reported that his controller would from time to time show a critical battery alarm during battery exchange. This occurred when a fully charged battery was connected and the other battery was disconnected. The patient said he did not experience a pump stop. The batteries and controller were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00160 and 2014-00161) submitted for devices related to the same event.